Event description:
Per the clinic, the patient experienced skin overgrowth, irritation, redness, and swelling, along with poor performance with the device. Subsequently, the device was explanted on (B)(6) 2026 in order for recipient to transition to nucleus implant. The patient has not been reimplanted with a new device as of this report on (B)(6) 2026.